Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Surgeon fired stapler and upon inspection, technician discovered stapler did not fire. Surgeon was made aware and sutured over where the staple line would have been.

Manufacturer narrative:
(B)(4).